Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes d9: returned to manufacturer on: 29-aug-2023 h.6. Investigation summary: material #: 367338 lot/batch #: 2164963 bd received 1 sample and 2 photos for investigation. The photos were reviewed and the indicated failure mode for deformed unit packaging was observed. The customer sample was evaluated by visual examination and the indicated failure mode for deformed unit packaging with the incident lot was observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and the issue of deformed unit packaging was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode deformed unit packaging. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that prior to use with an unspecifed amount of bd vacutainer® push button blood collection set the unit packing was deformed, potentially affecting sterility. .the following information was provided by the initial reporter: the customer complained that the capsule packages were found deformed. There is uncertainty about safety in terms of sterilization and its application.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.1 medical device type: fpa. D.2. Common device name: intravascular administration set. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with an unspecified amount of bd vacutainer® push button blood collection set the unit packing was deformed, potentially affecting sterility. The following information was provided by the initial reporter: the customer complained that the capsule packages were found deformed. There is uncertainty about safety in terms of sterilization and its application.